Event description:
It was reported that the non-boston scientific left ventricular (lv) lead exhibited high, out-of-range pace impedance measurements of 2200 ohms. The cardiac resynchronization therapy defibrillator (crt-d) system remains in service. No adverse patient effects were reported.